Event description:
Patient was scheduled for pta of celiac artery an superior mesenteric artery. Dr. (B)(6) stented the celiac and then we moved on the superior mesenteric. Doctor ballooned sma and then proceeded to try and stent the sma. The stent came off of the deployment balloon but remained on the wire. We were able to get the stent back to the sheath and into the tissue tract, however we were unable to get it through the soft tissue tract so dr. (B)(6) asked dr. (B)(6) to do a cut down on the right groin to remove the undeployed stent. Dr. (B)(6) successfully was able to remove the stent and patient was transferred to ICU in stable condition. The patient remained awake, alert and stable for the entire procedure and was made aware of the situation and was able to talk to the anesthesiologist and surgeon prior to being put to sleep for surgery.